Event description:
The patient reported that she experienced a blood glucose of 543 mg/dl with moderate ketones and nausea. The patient reported that she awoke the next morning and her bg was 479 mg/dl and she attempted a bolus but received an occlusion alarm. The patient reported that she had scar tissue at the site on her abdomen; she stated that she thought using areas of scar tissue was ok with infusion sets using a needle since there was no soft cannula to bend. Customer support advised the patient that scar tissue can affect absorption and she should avoid these areas. Customer support advised the patient to change her infusion set and site. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The pump owner's booklet instructs patients to avoid areas of scar tissue for site selection as this is a possible cause for elevated blood glucose. No conclusions can be made at this time.